Event description:
It was reported that there was difficulty removing the delivery catheter from the packaging. There was also difficulty removing the yellow protective sheath from the delivery catheter. The device was used in the procedure and advanced to the lesion in the left anterior descending artery; however, when attempting to deploy the implant, the balloon would not inflate. While removing the device, there was a lot of resistance. Once the delivery catheter was successfully removed, it was noticed that the distal shaft had separated. A clinically significant delay in procedure was reported due to implanting 3 metal stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as not returning; however, it was returned for analysis. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the protective sheath, difficulty removing from the packaging, inflation issue could not be tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath, difficult to remove from the packaging and inflation issue; however, the resistance during removal from the anatomy and shaft separation appear to be due to circumstances of the procedure. A cine was received and reviewed by an abbott vascular physician. The reviewer concluded that the films only captured the delivery catheter after the shaft separation, not at the lesion site or during the inflation attempt. Based on visual and cine analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.